Event description:
Additional information identified the patient experienced an ipg replacement on (B)(6) 2018.

Manufacturer narrative:
Date information received by manufacturer was 21 may 2018 not 30 may 2018 as previously reported.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention taken at later date.